Event description:
The manufacturer received information in an email from a customer that an everflo device had caught on fire. There was no serious patient harm or injury that occurred or was reported. The device has not been returned; therefore, no device evaluation is possible at this time. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.